Manufacturer narrative:
It was previously reported that the actual device was returned for evaluation. The customer returned a product from their stock. The device that was evaluation was not the device involveed in the reported event. There is no change in the results of the evaluation of the returned product.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Dr complained that he sometimes has air in the system and it won't drain properly. Surgeon solved problem by flushing drain until it worked. (B)(4) 2015 per rep , device is not being returned: "it is not the exact drain, but I will return one they had in inventory."

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the eds iii was visually inspected, eds iii returned in packaging, the outer packaging and inner blister have been opened, no defects were noted. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. 20ml of purified water was flowed into the drip chamber. The system stopcock was then closed, the drip chamber stopcock was opened; the purified water flowed normally and emptied into the collection bag. This process was repeated with the same result, the eds iii functions. Review of the history device records confirmed the valve product code 82-1731 with lot cthb48, conformed to the specifications when released to stock in 2nd july 2015. No root cause was determined as the eds iii functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.